Event description:
It was reported that the customer received multiple no delivery alarms from her insulin pump. The customer attempted to change the insulin infusion set to fix the issue, but it persisted. The customer's blood glucose level was 189 mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.